Event description:
The sales representative reported on behalf of the customer that when the surgeon was using the drill bit on a patient, who was undergoing a procedure for a hip fracture, the bit allegedly broke and the tip was left inside the femur of the patient. The customer further reported that they noticed that the drill bit was broken as soon as the drill was pulled it out of the bone. The surgeon reported that no attempt was made to remove the piece and that he made a decision to leave the broken piece in the patient because it would have caused more damage to remove it than it was worth. The surgeon reported that there was a 10-20 minute delay to surgery as the surgeon was trying to drill around the embedded fragment to get another screw in.

Manufacturer narrative:
Evaluation summary: based on received information the root cause appear to be device unrelated user issue. According to manufacturer's experience with this device type and failure a drilling in an inclined angle through the hard cortex may generate a bending moment leading to the fracture of the drill bit as the one reported. Even though, since the device was not returned for evaluation the reported incident and root cause could not be confirmed. More detailed information about the complaint as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device will not be returned.

Manufacturer narrative:
Evaluation summary: based on received information the root cause appear to be device unrelated user issue. According to manufacturer's experience with this device type and failure a drilling in an inclined angle through the hard cortex may generate a bending moment leading to the fracture of the drill bit as the one reported. Even though, since the device was not returned for evaluation the reported incident and root cause could not be confirmed. More detailed information about the complaint as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The sales representative reported on behalf of the customer that when the surgeon was using the drill bit on a patient, who was undergoing a procedure for a hip fracture, the bit allegedly broke and the tip was left inside the femur of the patient. The customer further reported that they noticed that the drill bit was broken as soon as the drill was pulled it out of the bone. The surgeon reported that no attempt was made to remove the piece and that he made a decision to leave the broken piece in the patient because it would have caused more damage to remove it than it was worth. The surgeon reported that there was a 10-20 minute delay to surgery as the surgeon was trying to drill around the embedded fragment to get another screw in.